Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd (liquid crystal display) monitor power went out during an unspecified surgery. The power cord was reinserted, and power was restored. The procedure was completed without any report of delay. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue was confirmed and found the g1 board (circuit board) defective. However, a definitive root cause could not be determined. Will continue to monitor the field performance of this device.